Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device / migration of essure device location of device: in the peritoneum between the uterosacral ligaments"), device dislocation ("abnormally-located essure device"), pregnancy with contraceptive device ("pregnancy (no complication)"), gestational diabetes ("I had gestational diabetes with my last child while I had the coils in place") and genital haemorrhage ("heavy and irregular bleeding") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not conducted essure confirmation test". The patient's past medical history included multi gravida, parity 2 ((B)(6) 2006, (B)(6) 2008), hyperemesis and thyroid disorder. Previously administered products included for an unreported indication: depo provera from 2003 to 2005. Concurrent conditions included vaginal bleeding. Concomitant products included cetirizine hydrochloride (zyrtec) from (B)(6) 2013 to (B)(6) 2013 and loratadine (claritin 10 mg) from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), gestational diabetes (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping/ lower quadrant pain"), allergy to metals ("nickel allergy") and proctalgia ("rectum pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, gestational diabetes, genital haemorrhage, abdominal pain, abdominal pain lower, allergy to metals and dyspareunia outcome was unknown and the proctalgia had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device dislocation, dyspareunia, genital haemorrhage, gestational diabetes, pregnancy with contraceptive device, proctalgia and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2009: live birth without complication. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pregnancy on contraceptive device, pelvic pain, dyspareunia, and device dislocation. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "she did not conducted essure confirmation test" was added. Outcome for the event rectum pain was added as recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device / migration of essure device location of device: in the peritoneum between the uterosacral ligaments"), device dislocation ("abnormally-located essure device"), pregnancy with contraceptive device ("pregnancy (no complication)"), gestational diabetes ("I had gestational diabetes with my last child while I had the coils in place") and genital haemorrhage ("heavy and irregular bleeding") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 2 ((B)(6) 2006,(B)(6) 2008), hyperemesis and thyroid disorder. Concurrent conditions included vaginal bleeding. Concomitant products included cetirizine hydrochloride (zyrtec) from (B)(6) 2013 to (B)(6) 2013 and loratadine (claritin 10 mg) from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), gestational diabetes (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping/ lower quadrant pain"), allergy to metals ("nickel allergy") and proctalgia ("rectum pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, gestational diabetes, genital haemorrhage, abdominal pain, abdominal pain lower, allergy to metals, dyspareunia and proctalgia outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device dislocation, dyspareunia, genital haemorrhage, gestational diabetes, pregnancy with contraceptive device, proctalgia and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2009: live birth without complication. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pregnancy on contraceptive device, pelvic pain, dyspareunia, and device dislocation. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs+mr received, reporter added, patient concomitant condition added, events added as follows- pregnancy on contraceptive device, device ineffective, dyspareunia, proctalgia,gestational diabetes, device dislocation. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device / migration of essure device location of device: in the peritoneum between the uterosacral ligaments"), device dislocation ("abnormally-located essure device"), pregnancy with contraceptive device ("pregnancy (no complication)"), gestational diabetes ("I had gestational diabetes with my last child while I had the coils in place") and genital haemorrhage ("heavy and irregular bleeding") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not conducted essure confirmation test". The patient's past medical history included multi gravida, parity 2 ((B)(6) 2006, (B)(6) 2008), hyperemesis and thyroid disorder. Previously administered products included for an unreported indication: depo provera from 2003 to 2005. Concurrent conditions included vaginal bleeding. Concomitant products included cetirizine hydrochloride (zyrtec) from (B)(6) 2013 and loratadine (claritin 10 mg) from (B)(6) 2013. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), gestational diabetes (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping/ lower quadrant pain"), allergy to metals ("nickel allergy") and proctalgia ("rectum pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed, tubal ligation) and surgery (total hysterectomy (uterus and cervix removed) , tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, gestational diabetes, genital haemorrhage, abdominal pain, abdominal pain lower, allergy to metals and dyspareunia outcome was unknown and the proctalgia had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device dislocation, dyspareunia, genital haemorrhage, gestational diabetes, pregnancy with contraceptive device, proctalgia and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2009: live birth without complication. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pregnancy on contraceptive device, pelvic pain, dyspareunia, and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device / migration of essure device location of device: in the peritoneum between the uterosacral ligaments"), device dislocation ("abnormally-located essure device"), pregnancy with contraceptive device ("pregnancy (no complication)"), gestational diabetes ("I had gestational diabetes with my last child while I had the coils in place") and genital haemorrhage ("heavy and irregular bleeding") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not conducted essure confirmation test". The patient's past medical history included multi gravida, parity 2 ((B)(6) 2006,(B)(6) 2008), hyperemesis and thyroid disorder. Previously administered products included for an unreported indication: depo provera from 2003 to 2005. Concurrent conditions included vaginal bleeding. Concomitant products included cetirizine hydrochloride (zyrtec) from april 2013 to july 2013 and loratadine (claritin 10 mg) from april 2013 to july 2013. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), gestational diabetes (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping/ lower quadrant pain"), allergy to metals ("nickel allergy") and proctalgia ("rectum pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, gestational diabetes, genital haemorrhage, abdominal pain, abdominal pain lower, allergy to metals and dyspareunia outcome was unknown and the proctalgia had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device dislocation, dyspareunia, genital haemorrhage, gestational diabetes, pregnancy with contraceptive device, proctalgia and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2009: live birth without complication . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pregnancy on contraceptive device, pelvic pain, dyspareunia, and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping/ lower quadrant pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (pelvic surgery). Essure treatment was ongoing at the time of the report. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, abdominal pain lower and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-sep-2017: lawyer added per legal claim, event injury was replaced by severe cramping/ lower quadrant pain. Event added: chronic pelvic pain, abdominal pain, heavy and irregular bleeding, allergic reactions associated with a nickel allergy and migration/ perforation of the essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.